Event description:
On (B)(6) 2013 a call was received from the patient while in the physician¿s office. He stated that the physician was trying to turn off his generator but that they continued receiving communication errors on the handheld. The patient said that he had stepped out of the physician¿s office because he did not have an appointment but wanted to figure out what was occurring with the programming system prior to being seen again. The patient stated the programming system was currently charging in the office. The patient was told how to check the 9v battery status and to ensure that the handheld was not plugged into the wall, that there was no emi in the room, and that all the cord connections were checked. The patient he was going to get an extra 9v battery for the physician and said that he would call back with any further information. Patient was having generator turned off due to voice alteration he has always experienced, but because he is now involved in singing and public speaking and does not want that to become an impediment. Patient also stated he never really experienced efficacy. Both of those events captured in another file. No further details discussed. A battery life calculation indicates there is an estimated 6.04 years until eri = yes. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Attempts have been made for additional information; however, they have been unsuccessful.

Manufacturer narrative:
Review of programming history and device manufacturing records. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
It was reported that the patient¿s generator could be interrogated and programmed since the originally reported failure to program. No additional pertinent information has been received to date.